Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited tones and was found to be at end of life (eol), which was tripped by a 45 second charge time (CT). The monitoring voltage (mv) was 3.16 v at beginning of life (bol). The device was rechecked the next day and showed 45 second CT. Other manual capacitor reformations (mcf) revealed CT of 30 and 45 seconds and eol message. Battery is still at 3.16v. The device displayed a fc01 and 45 second mcf. Three consecutive mcf all showed CT of less than 6 secs. A memory dump and save to disk will be sent in for evaluation. ,